Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years 11 months post implant of this 22mm aortic mechanical valve was likely replaced due to dehiscence. No additional adverse patient effects were reported.